Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined or is unknown. Isi has requested for return of the sureform 60 stapler instrument and the stapler reload(s) associated with the incident for failure analysis investigation but the surgeon confirmed the products have been discarded. If additional information is received, a follow-up MDR will be submitted. A review of the stapler logs for the sureform 60 stapler instrument (part #480460-09, lot #l91211201-0190) associated with this event has been performed. The logs show the stapler instrument was installed 7 times and fired 5 reloads (all blue). All firings were completed per the logs with either 0 or 1 pause for compression. There were no incomplete clamps by this instrument. The logs show no stapler related errors during this procedure. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted sleeve gastrectomy surgical procedure, the patient experienced post-operative abdominal pain and discomfort, secondary to a leak identified along a staple line. The patient underwent an additional robotic procedure to address the post-operative leak. The cause of the post-operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient experienced post-operative abdominal pain and discomfort, secondary to a staple line leak. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated he completed the initial robotic procedure with no issues. About four and half weeks later, the patient presented in the ER with abdominal pain and discomfort. She was taken in for a second robotic procedure. The surgeon noticed the posterior part of the stomach was open near the staple line. However, the staple line appeared intact. He evacuated the fluid, oversewed the stomach tissue, and placed a drain. However, the tissue was still pulling apart. The surgeon then transferred the patient to another hospital. At the other hospital, the stomach tissue was clipped to repair the leak via an endoscopic procedure. The patient is reported to be recovering well. Since the leak was in the posterior part and along the staple line, the surgeon speculates that the leak would have been secondary to increased pressure as the patient ate a lot of fast food very soon post-operatively instead of being on a liquid diet as per protocol.